Event description:
Additional information was received that the patient presented into clinic due to feeling discomfort. Following the device reprogramming, the patient is stable.

Event description:
During a clinic follow-up, the device was observed to be in back-up (bvvi) mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.